Event description:
Diagnosis: left hip slipped capital femoral epiphysis procedure: 1) in situ screw stabilization of left hip slipped capital femoral epiphysis. 2) prophylactic screw stabilization of right hip. During the surgery, two items from two different synthes 7.3mm cannulated screw sets broke off into patient. The physician was able to retrieve the broken tips form 0.5 cannulated drill and the tip from the hand held cannulated screwdriver. Operative note:left hip: the cannulated drill was advanced over the guide wire, but did not advance because the tip of the drill had broken. This drill fragment blocked efforts to place the screw and a second guide wire was placed posterior to the first one. The first guide wire was removed and a brief attempt to remove the drill tip fragment was made using a straight hemostat and this was successful.right hip: as the screw was advanced to its final position, the tip of the screw driver broke. The hip was ranged with good motion and the screw imaged in multiple planes to confirm that the screw tip was well positioned. A perkins clamp was advanced over the wire and past the screwdriver tip. The guide wire was removed, along with the tip of the screw driver. Imaging showed the screw in place with no residual fragments of the screw driver tip. The incision was irrigated.